Event description:
Patient, who is also a healthcare professional, reported injection with an [unspecified] juvéderm product. Six months post injection, patient experienced a viral illness which resulted in swelling and pain. Patient also experienced nodules underneath the jawline. Filler was "dissolved". Symptom resolution is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.